Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient presented with ocular irritation in the left eye one day post lasik. The patient was noted to have trace diffuse lamellar keratitis. The topical steroids were increased. Additional information received states that the patients symptoms have resolved.